Event description:
Acdf 2 level adjacent level disease. First level zerop was implanted at 1st level above previously implanted plate. Surgeon then implanted 2nd level of zerop drilled and inserted 2 cranial screws. He then used an angled awl for the 2nd two holes (caudal) because the patient's anatomy (chin) obstructed the trajectory of the drill. The awl tip broke off into the implant in vertebral body. The surgeon tried to use an aiming device to remove zero-p to retrieve tip. When zero-p was removed, the surgeon discovered that the fragment was still in patient's vertebral body. The surgeon retrieved fragment confirmed by x-ray. The surgeon successfully reimplanted the same zero-p and screws with no further problem. The patient reportedly is recovering well.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device used for treatment and not diagnosis. The tip of the awl is broken off and was not sent with the device. The broken off tip is missing. The microscopic view of the broken instrument does not show any anomalies. The DHR review shows that the instrument was manufactured according to the specifications at the time of manufacturing and distributing. Due to the damage and missing broken off tip the dimensions cannot be checked to post-manufacturing dimensions anymore. He awl tip broke at the diameter transition from 2mm to 3mm. The chu engineer evaluated the drawings associated with 03.617.993. The materials and design are acceptable for a bone awl used in the cervical spine. A surgeon uses this angled instrument to accommodate a patient's anatomy when a straight awl will not suffice. Inherently the user subjects this instrument to off axis loading that may lead to this complaint category. With the information provided and the returned instrument an exact cause for this complaint can not be determined. The design risk assessment is adequate for the intended use.